Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 06:58:38. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. The lot number was not provided, so no batch review could be performed. Therefore, no root cause could be determined. If additional relevant information is received, a follow-up will be submitted.